Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). UDI: (B)(4).

Event description:
It was reported by the affiliate via email that the rigidloop broke whilst in mid-op. Product is not available for return. There were other rigidloop used with the same lot during this case and they remained intact. It is hard to determine exactly why this product broke but one cord (white) broke when the surgeon was trying to remove the device due to a pull through of the tibial wall. The net result of this was that the operation was extended considerably and lasted a total 4.5 hours. Additional information provided by the affiliate reported the intended length the procedure was slated to be 2 hours. The affiliate also reported there was change to the surgical plan due to the malfunction and the planned arthroscopic procedure continued. It was reported the suture did contact with an instrument.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> the complaint device is not being returned, it was discarded, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. One possible root cause of the reported problem could be the excess force applied by the surgeon. However without the return of the complaint device, and no further information provided we cannot determine a definitive root cause. No nonconformances were identified for this part-lot number combination per qlik query executed on 10/15/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).